Event description:
It was reported that customer experienced repeated cartridge alarms on pump, specifically cartridge alarm 20 with consecutive cartridges, and issue did not occur during load process. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to maintain insulin delivery, and technical support arranged replacement pump.